Event description:
It was reported that the 9800 system displayed a high temp error during a case. The case was completed and there was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow-up report will be filed when add'l details become available.